Event description:
It was reported an issue with patient diverting medication from pca pump. No further information was provided. The patient's outcome is unknown. Bd received additional information through due diligence attempts. It was reported that the "patient brought own key from home which unlocked bd alaris pump allowing access to hydromorphone pca syringe when providers/staff not present in room. Upon investigation, suspected that patient accessed pump on four different occasions from (B)(6) 2024 for a total loss of 35.33 ml." There was no adverse event. The patient was reportedly discharged after the staff discovered that the patient has their own key and accessed the pump.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an alaris pca diversion was not determined because no products or device logs were returned.

Event description:
It was reported an issue with patient diverting medication from pca pump. No further information was provided. The patient's outcome is unknown. Bd received additional information through due diligence attempts. It was reported that the "patient brought own key from home which unlocked bd alaris pump allowing access to hydromorphone pca syringe when providers/staff not present in room. Upon investigation, suspected that patient accessed pump on four different occasions from (B)(6) - (B)(6) 2024 for a total loss of 35.33 ml." There was no adverse event. The patient was reportedly discharged after the staff discovered that the patient has their own key and accessed the pump.